Event description:
The customer reported that when the physician was removing the catheter from the pt, the catheter broke. The tip of the catheter was left in the pt. The catheter had been positioned two times, and broke during the second removal. The pt was already scheduled for a pericardial window surgery on (B) (6) 2010, for massive pericardial effusion. During the surgery, the catheter could not be located in the pericardial space. The surgeon cut down over the xiphoid and located the catheter tip anterior to the pericardium and removed it. The pig tail tip was intact. After surgery, the pt was discharged.

Manufacturer narrative:
Device eval: the suspect device was disposed off at the hosp. The lot number that was reported on the medwatch form was determined to be incorrect. Based on the number and frequency of shipments to the customer, it is impossible to determine the lot number of the suspect device used in this event. The rga database was reviewed for similar failure modes. Unable to confirm complaint. It is impossible to determine a root cause without the suspect device. No conclusion can be drawn. The complaint database was reviewed, shipping records were reviewed.